Event description:
The customer reported a button error. The blood glucose reading was 87 mg/dl. The insulin pump was in the customer's pocket before the alarm occurred. The issue was not resolved after a new battery was installed. The unit also gave a second button error and the display screen became frozen. The customer was advised to discontinue use of the insulin pump and to revert to a back up plan. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
No frozen display or button error alarms were noted. The pump had intermittent down button due to moisture damage on the keypad trace. The pump had cracked battery tube threads, a cracked reservoir tube lip, minor scratches on the lcd window, a cracked case at the display window corners, a cracked belt clip slot and a cracked reservoir tube.